Event description:
Patient stated on saturday his blood sugar was low and his family called the ambulance. When the emt's arrived they gave him something to take by mouth, which helped to bring his blood sugar up so he was not transported the hospital.